Event description:
It was reported by the plaintiff's attorney that "on or about (B)(6) 2009" the plaintiff was implanted with an ams perigee to treat stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff "suffered serious bodily injuries, including extreme pain, bladder spasms, continued urinary incontinence, erosion of her internal bodily tissues, and other injuries", along with other damages. The plaintiff's attorney also alleged that the plaintiff suffered a "permanent disability, including permanent instability and loss of balance, and pain and suffering."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.